Event description:
The facility representative reported an infuso.r. Pump with a condition of "syringe block plunger is broken." The process step is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a broken syringe block plunger involving an infuso.r. Pump was confirmed but not reproduced during sample evaluation. The assignable cause was determined to be a damaged syringe end block. The pusher block assembly was replaced to fix the reported condition.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.